Event description:
The patient was implanted with a left ventricular assist device. The patient came in to the hospital on (B)(6) 2014 with complaints of right side weakness and aphasia. CT showed bleeding in the brain, which progressed very quickly. They believed that it started out thrombolic. The patient as intubated. Support was withdrawn and the patient expired on (B)(6) 2014.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be conducted, because the system was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.